Event description:
A modified mayfield skull clamp (a1059) reportedly had movement however, the handle was locked. There was no pt impact or delay of surgery as a result of this event.

Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based upon the reported info.